Manufacturer narrative:
On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was also issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 05/15/2013, the customer provided a signed acknowledgment of the notification.

Event description:
During set up of the device, the customer found that a glidescope gvl 4 video laryngoscope (reusable) camera lens cover was broken. There was no report of any patient impact.